Event description:
The business unit in japan reported that on (B)(4) 2017 intra-aortic balloon pump (iabp) therapy was started on an ami patient. A few hours later an electrical test fails code # 52 (drive transducer offset failure) was generated and pumping stopped. Although there was an attempt to restart the iabp, the iabp did not restart or generate the same error code. The customer replaced the cs300 iabp with a cs100 to continue therapy within 2 hours and replaced the iab catheter. It was noted that for approx. 2 hours between 05:20 and 07:15 the customer could not conduct therapy. After the customer replaced the iabp, after 20 mins, the patient's blood pressure was downed to 60-70mmhg from 140mmhg. The customer is attributing this to the iabp malfunction. Patient information was asked but unknown. Related to balloon trackwise record (B)(4).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A field service engineer performed a running test of the iabp and the alleged malfunction was duplicated. The front end board was replaced. The running test was performed again without generating any problems and released back into clinical use.

Event description:
The business unit in (B)(4) reported that on (B)(6) 2017 intra-aortic balloon pump (iabp) therapy was started on an ami patient. A few hours later an electrical test fails code # 52 (drive transducer offset failure) was generated and pumping stopped. Although there was an attempt to restart the iabp, the iabp did not restart or generate the same error code. The customer replaced the cs300 iabp with a cs100 to continue therapy within 2 hours and replaced the iab catheter. It was noted that for approx. 2 hours between 05:20 and 07:15 the customer could not conduct therapy. After the customer replaced the iabp, after 20 mins, the patient's blood pressure was downed to 60-70mmhg from 140mmhg. The customer is attributing this to the iabp malfunction. Patient information was asked but unknown. (B)(4).